Event description:
This is filed to report thrombus, atrial perforation, unexpected medical intervention, and medication required. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2. The steerable guide catheter (sgc) was advanced through the septum. When the dilator was removed, thrombus was observed on the tip of the sgc. The sgc was removed while aspirating. The sgc was re-flushed and re-inserted. Another structure was noted near the septum area. It was unclear if it was more thrombus or tissue. The device was removed and the procedure was aborted. Additional heparin was given and the thrombus resolved. Mr remained unchanged at grade 3-4. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus and perforation were unable to be determined. The reported patient effects of thrombosis/thrombus and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.